Event description:
It was reported that patient's previous ambicor penile prosthesis was broken. The device would not inflate. The patient did not present with any symptoms. The device was replaced with a 24cmx12mm inflatable penile prosthesis. The inflation issues started six months prior to replacement. The patient's outcome was fine. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.